Manufacturer narrative:
A lot history review (lhr) of rewf0563 showed no other similar product complaint(s) from this lot number. The manufacturer has received the sample and will be evaluated. Results are expected soon.

Event description:
It was reported that the catheter had been normally implanted into the patient for a month. When he had infusion, the nurse found that the catheter had been breakage and leakage. A new device was placed.